Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. The pt's blood glucose was 225 mg/dl and 173 mg/dl within 10 minutes, with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.